Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit was running and shut off on battery power. The unit was triaged and the reported condition was confirmed. The main printed circuit board was defective. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. A review of the device history record shows that this unit was manufactured in 2017 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the unit will not turn on. The unit was running and shut off on battery power. There was no patient involved.